Event description:
It was reported that there was anchor breakage. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 4.5 mm pk sa healicoil assembly was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of anchor breakage. The anchor is intact and remains on the inserter. The anchor is not fully seated on the inserter as there is a gap between the proximal end of the anchor and the inserter tip slot. The suture has been released from the handles suture retention mechanism. Attempted removal of the anchor and suture could not be performed. It appears that the anchor was dislodged from the inserter and placed back on the inserter tip in the incorrect orientation; this condition caused the suture to twist up and wedge within the inserter shaft making deployment prohibitive. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.